Event description:
The customer reported via phone call that he played tennis this morning and took off the insulin pump. Customer put it back on and his blood glucose was high and continued to get higher. Customer stated that it has been 2.5 hours since playing tennis and he has had little to eat. Customer's blood glucose went up to 300 mg/dl. Customer stated that when he is sending insulin in the last half hours, he receives a no delivery alarm. Customer had a no delivery alarm this morning during basal and rest during bolus. Customer stated that a previous set had a blockage and he could not clear it and threw it out. Customer was using insulin from that set. Customer might also have a no delivery. Customer stated that on tuesday, he fell on the tennis court but did not have a serious injury. Customer was not wearing the pump at the time. Customer's blood glucose was 277 mg/dl. Customer declined to troubleshoot for the current no delivery alarm and stated alarm was resolved by a complete set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.